Event description:
It was reported that during generator replacement surgery due to end of service on (B)(6) 2014, the vns patient¿s replacement generator was tested with her existing lead and diagnostic results revealed high lead impedance (dc dc ¿ 7). Pre-operative diagnostic tests were not performed due to failure to interrogate. The physician cleaned and re-inserted the lead pin into the generator header three times but was unsuccessful. Diagnostic results with the replacement generator and test resistor showed lead impedance within normal limits (dc dc 2). The physician did not replace the lead at the time and left the device programmed off. The patient did not exhibited any symptoms that would suggest high lead impedance. No known interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2010. The explanted generator was returned to the manufacturer for analysis. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
Product information was received.

Event description:
It was reported that the patient has apparent left vocal cord paralysis (bitonal voice) following explant of the entire lead. No additional relevant information h as been received to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement on (B)(6) 2014. It was reported that the explanted devices will not be returned for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.